Event description:
It was reported that when the device was used during a laparoscopic appendectomy procedure, the staples did not form. Another device was used to complete the case with no consequence to patient.